Manufacturer narrative:
(B)(4). The customer reported that when dose values containing a decimal point are entered into icip, the decimal point is ignored. This could possibly result in the administration of incorrect dosage of medications. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that when dose values containing a decimal point are entered into icip, the decimal point is ignored. No pt harm was reported.